Event description:
The reporter stated that she did a back to back blood glucose tests, one after the other, using different finger sticks and strips. Her results were 407, 258 and 340 mg/dl. She did not have any symptoms. The lifescan representative reviewed qc procedures, and discussed meter to lab comparisons with the reporter.